Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display ( damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: during investigation, a test display was installed and the pump was booted to the verification screen. The pump booted up with audible tons and vibration. The display was blank due to a crack in the display.